Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the t3 transformer was defective. The cause of the pulse test failure is the defective transformer. The root cause of the defective transformer cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.